Event description:
On 12/12/2023, infutronix received a report that a pump had an unknown issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The device was returned on (B)(6) 2024 for evaluation. Detail of the finding was stated in section h10 of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Since the reported complaint was unknown, the pump was tested for any issue following it-004-wi-003. The event log was pulled for review, and an abrupt power off was discovered inside the file. This is confirmed by the back to back log_event_on's without a log_event_off. (Refer to the attached file for the event log).